Manufacturer narrative:
Device not returned. Unfortunately, the subject device has been discarded by the health-care provider, therefore, the device cannot be assessed for any deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case thr source of the reported endocarditis was not provided. Additionally,per the health-care provider, "there was an abscess at the annulus and therefore unlikely to be valve related." No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 6 months due to endocarditis. The source of endocarditis is unknown. Per health-care provider, ¿there was an abscess at the annulus and therefore, unlikely to be valve related.¿ based on our follow-up, the health-care provider will not provide further information regarding the event. No other details provided.